Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: the t:slim x2 system is indicated for use in individuals 6 years of age and greater.

Event description:
It was reported that the customer had intermittently delivered boluses via the pump and the blood glucose lowered (58 mg/dl at its lowest). The contact stated that the boluses should not have been taken by the customer as they were not delivered under the contact's guidance. The contact reported no issues with the pump or supplies. The low bg was due to the customer accessing the bolus screen when the feature lock was off. The contact has since enabled the feature lock.